Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring, and excision (partial or total). No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure due to enterocele, rectocele, cystocele, pelvic organ prolapsed and stress urinary incontinence on (B)(6) 2008 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent a mesh revision on (B)(6) 2011 and on (B)(6) 2010. On (B)(6) 2009 and (B)(6) 2008 an excision of vaginal apex mesh and cystoscopy was performed. It was also additionally reported that a mesh was implanted on an undisclosed date. No additional information was provided.